Event description:
The article, "postcardiac injury syndrome following transcatheter aortic valve implantation: a brief report and review", was reviewed. The article presented a case study of a 78-year-old female patient with a history of hypertension, diabetes mellitus, and percutaneous coronary intervention to the left anterior descending artery. It was reported that on an unknown date, a 27mm portico valve was chosen for implant. Two weeks post-procedure, the patient presented to the emergency department with complaints of pleuritic chest pain, fatigue, dyspnea at rest, and dry cough. A transthoracic echocardiography (tte) noted a small pericardial effusion around the right ventricle, measuring 3mm at end-diastole, and the lateral wall of the left ventricle, measuring 8mm at end-diastole. Mild-moderate mitral regurgitation, mild tricuspid regurgitation, and elevated 40mmhg) pulmonary artery systolic pressure were also noted. It was also reported the patient had elevated arterial blood pressure (130/85 mmhg), elevated heart rate (104 bpm), elevated c-reative protein, elevated serum biomarkers of myocardial injury, and elevated troponin I. The patient was treated for post-cardiac injury syndrome (pics) and prescribed 600mg ibuprofen every 8hrs and 0.5mg colchicine twice daily. A follow-up two week post-treatment, the patient did not report any improvement and tte revealed increased pericardial effusion around the left and right ventricles. A decision was made to stop ibuprofen treatment and begin prednisolone along with colchicine. Eight weeks post-pcis diagnosis, the patient reported no fatigue, no dyspnea, no chest pain, and repeated tte did not report any pericardial effusion. [The primary and corresponding author was yalcin velibey, department of cardiology, siyami ersek thoracic and cardiovascular surgery center, training and research hospital, istanbul, turkiye, with corresponding email: dr_yalchin_dr@yahoo.com.tr]

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. D4: the UDI number is not known as the part and lot number were not provided. Literature attachment: postcardiac injury syndrome following transcatheter aortic valve implantation: a brief report and review.

Manufacturer narrative:
As reported in a research article, postcardiac injury syndrome following transcatheter aortic valve implantation: a brief report and review. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. D4 - the UDI number is not known as the part and lot numbers were not provided literature attachment: postcardiac injury syndrome following transcatheter aortic valve implantation: a brief report and review.

Event description:
N/a.